Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when slitting the catheter, the catheter came off from the slitter and slitting was then performed again. As a result, the lead helix became stretched. Fluoroscopy revealed that area of the lead became thin and a fracture was suspected. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.